Manufacturer narrative:
Upon receipt, the device was properly interrogated revealing the eri battery status, triggered on (B)(6) 2020, the day of the explantation. The amount of charge taken from the battery was verified. The battery condition was found to be as expected. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. In conclusion, the pacemaker was fully functional. The battery status was anticipated.

Event description:
Device was explanted due to eos. Should additional information become available, this report will be updated.